Event description:
It was reported that the procedure was cancelled. An angiojet solent omni was selected for use for thrombectomy procedure. During preparation, an error code 94 was displayed in the machine, therefore the catheter could not prime. However, it was further reported that the patient had already been administered general anesthesia. As a result of this occurrence, the procedure had to be called off. There were no patient complications reported.